Manufacturer narrative:
(B)(4). Section d4: model and catalog # corrected to rt380. Section h11: method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation, where it was visually inspected. Results: visual inspection of the returned mr290v vented autofeed humidification chamber identified a crack on the dome of the chamber. Conclusion: the reported leak was found to be due to a crack on the dome of the mr290v vented autofeed humidification chamber. Based on our investigation, the crack is likely to be due to a mechanical impact. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damage.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that an mr290v vented autofeed humidification chamber provided as part of an rt380 adult ventilator dual heated with evaqua technology failed the pre-use leak test, prior to patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel (f&p) healthcare for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A dstributor reported on behalf of a healthcare facility in japan, that a mr290v vented autofeed humidification chamber provided as part of a rt380 adult ventilator dual heated with evaqua technology failed the pre-use leak test, prior to patient use. There was no patient consequence reported.